Event description:
Pt reported being found unconscious and their family member revived pt with a coke and ice cream. Pt did not know how low their blood glucose was and received no medical treatment. Pt was not sure what caused this, but feels their device is working properly.